Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon catheter was inflated at 20 atm to dilate the nephrostomy tract but the physician was not able to completely dilate the tract. The physician continued to apply pressure at 24 atm causing the balloon to rupture. Half of the balloon was retained inside the patient and was successfully removed using forceps. The procedure was completed with another nephromax dilatation balloon catheter . There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.